Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of ventricular noise reversion were observed with intermittent oversensing. No inappropriate therapy was delivered. The noise episodes were likely due to internal oversensing of the high voltage and pacing lead impedance. The pacing lead impedance measurements varied and it was unknown if the values were accurate or false. Provocative testing was completed and the noise episodes could not be reproduced. No further intervention was performed, the patient will continue to be remotely monitored. The patient was stable.